Event description:
It was reported; through an implant card that vns patient underwent a complete vns system replacement. The generator was replaced due to battery depletion. Further follow up indicated that the lead impedance before entering the operating room was good (old generator m103 serial number unknown, implanted in 2013), after the new generator m106 was connected to the old lead (model and serial number unknown) the impedance showed high, more than 5000 ohms but sure high, no exact value communicated from the operating room staff. They tried to re-insert the lead pin into the generator block several times without success. Therefore the surgeon decided to replace the lead as well. After the lead was replaced the lead impedance returned to the normal value (1826 ohms). No explanted devices return possible and no patient programming data will be provided from the clinic due to the royal hospital rules.